Event description:
Hcp reported that the pt had a lack of symptom relief despite recent dose escalation. A catheter dye study was attempted; the physician was able to push dye to the catheter tip but not beyond. A follow up report when additional info is received.